Event description:
The end user reported while a medic crew was operating the stretcher during a patient transport, one of the medics alleged feeling a shock while touching the stretcher. The medic alleged "just short-term pain and involuntary arm movement". No medical intervention was sought. There were no reports of adverse health consequences to the patient and the patient transport was able to be completed. The serial number of the subject stretcher was not provided.